Event description:
Additional information received from the distributor on may 22. 2023: 1. Listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Unfortunately, no additional information available. I had colleague ask for additional information 17th of may onsite and they didn't want to discuss or share details of the event. 2. Are there any images or media available for review? A. Based on the images or media, was the exact cause and timing of the perforation determined? Imaging requested 17th of may but they declined to share for now. 3. Did the end user monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Supposedly yes as they are experienced physicians, however no data available. 4. Did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Supposedly yes as they are experienced physicians, however no data available. 5. Was the wire position maintained while attempting to reposition the valve? No data available 6. What was the cause of the valve being positioned too ventricular? Too much push from 1st implanter 7. What was the cause of the difficulty to reposition the valve? Calcium distribution at the leaflets and annulus level 8. Was there any damage noted to the guidewire and/or other devices prior to or after the procedure? No damage was reported 9. Lot number of the safari2 guidewire? Lot number requested but not shared by site 10. Could you please verify if the safari is available for analysis and if yes, what is the projected date of device return? A. If the safari is not available to be returned, please provide reason why (e.g. Discarded). Not available 11. Patient age, weight, gender? Not shared. 12. What was the degree and shape of the calcium at the annulus? Requested, not available. 13. What was the degree of tortuosity at the aortic arch? Requested, not available. 14. Was there a device interaction with another device? If yes, please explain. Requested, not available 15. Describe anatomy (bicu.spid, tricuspid, gothic arch, acute bend, horizonal aorta, degree of curvature etc)? Requested, not available. 16. Was pre-dilatation performed? If yes, balloon size: yes, requested details but size info not available. 17. What was the size of the annulus? Requested, not available.

Manufacturer narrative:
This follow up medwatch report is to include the additional information received on may 22, 2023, in section b5. If any further information is received, a follow up medwatch report will be submitted.

Manufacturer narrative:
This follow up medwatch report is to update section e1 to revise the information documented within the address details per an email received from the distributor on june 8, 2023. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: during acurate neo2 valve positioning the valve went too ventricular and the physician had difficulty to reposition the valve above the annular plane. The upper crown was exposed at this point but not the stabilization arches. When trying to reposition the valve, the patient became hemodynamically unstable and surgical intervention was initiated. The surgeons were able to identify the perforation from the lateral wall of the left ventricle which was possibly caused by the safari wire. Unfortunately, the patient did not survive. What troubleshooting steps took place? Wire maneuvers were done in effort to retract the delivery system from too deep position. When the patient instability became present the surgical intervention was initiated. Although there is no report of a malfunction related to the safari2 guidewire, this report is being filed based on the report that the safari2 guidewire is suspect in the left ventricular wall perforation.

Manufacturer narrative:
Although there is no report of a malfunction related to the safari2 guidewire, this report is being filed based on the report that the safari2 guidewire is suspect in the left ventricular wall perforation. Perforation is a known adverse events associated with the safari2 guidewire and is listed in the safari2 instructions for use. This medwatch report is being filed as a good faith measure. At the time of this report, it is unknown if the device is available to be returned for analysis; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. Do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. As indicated in the device instructions for use (dfu) instructions for use section: advance the safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.